Event description:
Customer reports meter result of 750 mg/dl when he ran control test on the aviva system. Meter result is outside of the device's numeric reading range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.